Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on an unknown date. The cause of death was unknown but believed to be related to a low that resulted from the treatment of a high. The caller stated that the customer had low blood glucose and heart issues that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The caller was unsure if the customer was wearing the insulin pump at the time of death. The caller did not mention if the customer was using sensors. The caller stated they had limited information and preferred the customer's daughter being contacted. The caller declined to return the insulin pump for analysis. Frn-unk-rsvr; unomed set.